Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead exhibited noise. No interventions were performed. There were no patient consequences.

Event description:
New information received noted that right ventricular (rv) lead was explanted and replaced due to lead failure. During replacement procedure, the patient experienced extensive bleeding that resulted in hypotension and required a transfusion. The patient was in stable condition following the procedure.

Manufacturer narrative:
The report event of sensing noise was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: section h6 should not include "insufficient information" code.